Manufacturer narrative:
Investigation summary: mat: 367921. Lot: 0316379. Bd did not receive samples or photos from the customer in support of this complaint. Therefore, 42 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube additive inside has turned into lumps. The following information was provided by the initial reporter. The customer stated: "the additive inside the tube condenses into lump, suspend use."